Manufacturer narrative:
Pump alarmed motor error during rewind due to motor encoder signal out of phase. Unable to perform the self-test, unexpected restart error test, displacement test, rewind, basic occlusion test, occlusion test, prime test and excessive no delivery test or verify possible over delivery due to motor error alarms. Pump received with minor scratched lcd window, cracked case at the display window corners, cracked lcd window, broken belt clip slot, cracked battery tube threads, missing end cap sticker, stained address/serial number label and cracked reservoir tube lip.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called and reported that they experienced low blood glucose with blood glucose levels of 29 to 40 mg/dl at the time of the incident. The customer was at 120 mg/dl at the time of the call. The customer used food to treat. The customer experienced symptoms such as loss of awareness. The customer was wearing the insulin pump during the incident. Troubleshooting was completed. The customer's doctor stated the pump was malfunctioning and put him on manual injections as the sensors were also not pick up the low. The customer went high after treating for the low. The insulin pump will be returned for analysis.